Event description:
It was reported that the patient presented in hospital for device check after receiving a patient notifier. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. It was suspected that the patient's transmitter may have contributed to the backup vvi. The device was explanted and replaced. Patient was stable with no adverse consequences.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to two event queue overflow. The device was tested on the bench and was normal during testing. The cause of the event queue overflow was determined to be due to the integrated circuit (ic) on the radio frequency (rf) module.